Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer was driving, went off the road, and totalled their vehicle. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also mentioned a car accident the day of the call that led to pump screen damage. In addition, the customer also mentioned an incident from about 2 years ago maybe on (B)(6) 2015 where they were hospitalized due to a low. Customer was given glucose to treat, and was wearing the pump at the time. The customer ate, bolused and the insulin pump alerted him that he was still high, so he bolused again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segments due to cracked and bleeding lcd glass. Unable to perform functional including verification of operational currents, self test, displacement test, basic occlusion test, prime test, occlusion test, excessive no delivery test, unexpected restart error test and delivery accuracy test due to physical damage to lcd glass. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window.